Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was set to auto-capture. The pacing is able to change based on patient requirements which can change the estimated longevity. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that pacemaker exhibited possible premature battery depletion. The device was explanted and replaced. The patient was in stable condition.